Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. Upon interrogation of the implantable cardioverter defibrillator, there was one appropriate shock and then inappropriate shocks. The morphology template used by the supraventricular tachycardia (svt) discriminators incorrectly identified the episode. No programming change was made. The patient was discharged.